Event description:
Customer reported via phone, the buttons on the insulin pump were sticking and it also alarmed motor error. Customer was on vacation and the device was exposed to moisture, possible moisture damage. Customer's blood glucose was not provided. Customer agreed to return the device for further analysis.

Manufacturer narrative:
All of the buttons functioned properly however, corroded damage was found on the keypad traces. The device passed rewind, basic occlusion, prime, and displacement test. The device was stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had intermittent failure that was not detected during testing. The device had minor scratches on the lcd window, scratched reservoir tube window, cracked battery tube threads, and cracked reservoir tube lip.